Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent jolting when moving the recharger head, other than that recharging was fine. The impedance measurements were okay. Additional info has been requested.